Manufacturer narrative:
On 21-may-2021, mentor received additional information regarding the patient's MRI. Initially, it was reported that MRI was performed on (B)(6) 2021. However, additional information indicated that MRI was performed on (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and right-sided breast pain. The patient stated that MRI performed on (B)(6) 2019 indicated a tear in her right breast implant. As a result, the patient underwent removal and replacement with two unspecified sientra breast implants on (B)(6) 2020. Upon explantation, the left-sided device was observed to be ruptured. Both devices were discarded and are not available for product evaluation. This report is for the left-sided prosthesis.